Event description:
The patient reported that over the last several weeks, she has experienced elevated blood glucose readings as high as 480 mg/dl. She stated, her symptoms were nausea and blurred vision. The patient stated she would correct her blood glucose levels by changing her infusion site and bolusing insulin through her infusion device as advised by her doctor. She said that when she changed her infusion headset she would discover the needle was bent. The patient stated she had 5 infusion headsets to return. The product was replaced had requested to be returned for evaluation.